Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that cartridge tip was damaged prior to insertion. It was noted that there was no patient contact. Intraocular lens (iol) was not used. Product is expected to be returned. No additional information provided.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 06/26/2018. Device evaluation: the pcb00 device was received with the plunger in advanced position. The pcb00 device was observed under microscope and no viscoelastic residues were observed. Dfu (directions for use) states to completely fill the viewing window of the pcb00 with ovd (ophthalmic viscosurgical device). The lens was stuck in the cartridge tube and tip with the pushrod adhered to the lens. The cartridge was positioned with the cartridge tube and tip deformed with a bump. This condition appears to be caused by the lens in attempt to be delivered since the lens stayed stuck due to lack of viscoelastic. The complaint was verified; however, it was not related to the manufacturing process, but rather related to the handling and preparation process of the product. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no other complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.